Event description:
It was reported when using the material, it was observed that the catheter was obstructed and therefore did not pass the guide wire. Thus, it was necessary to dispense another PICC catheter. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an obstruction is inconclusive due to the state of the returned sample. Two photographs of a powerpicc and packaging were returned for evaluation. An initial visual observation of the photographs showed the product packaging and labels. A small portion of the device was observed through the clear part of the packaging; however, no damage or evidence of an obstruction could be seen on the sample in the photographs. Inspection of the returned photographs was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.